Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was conducted for part # 314.116, synthes lot # 6573892, supplier lot # na: release to warehouse date: 26apr2011, manufactured by (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. The following investigation flow was performed: device interaction/functional. Visual inspection performed at customer quality (cq) confirmed the condition of a stripped/worn tip, which would contribute to the reported complaint condition of not mating with a screw head recess. The distal stardrive edges are worn/rounded/stripped. A functional test could not be performed at cq because the screw(s) involved in the event were not returned. The returned device was manufactured in april 2011 and is over 7 years old. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Relevant drawings were reviewed during this investigation. The 314.116 t15 stardrive screwdriver shaft is a reusable instrument routinely used in the small fragment locking compression plate (lcp) system to insert or remove screws with t15 stardrive recess. The shaft material is 465ph which encourages the shaft to deform rather than shatter when excessive torsional force is encountered. Shaft deformation is more preferable than shaft breakage as it reduces the likelihood of non-implant grade fragments being generated near the surgical site. No product design issues or discrepancies were observed. A dimensional inspection of features relevant to this complaint could not be obtained at cq due to the post manufacturing damage (worn/stripped tip). No product design issues or manufacturing discrepancies were identified during this investigation. The most likely cause for this complaint is cumulative wear from over 7 years of repeated use and possible rough handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a stardrive screwdriver shaft with quick coupling (used with small fragment power screwdriver) did not catch the locking screw recess during a procedure performed on (B)(6) 2018 to repair a spectated ac joint with a clavicle hook plate. The surgeon attamed to mate the screwdriver shaft with a couple of 3.5mm screws but it would not catch recess of either screw. The surgeon switched to a regular hand screwdriver and completed the surgery without any issues. Reportedly there was no delay in surgery. There was no harm to the patient. It was additionally reported that after the device was cleaned the reporter tried to see what was wrong with the screwdriver. He attempted to mate the screwdriver shaft with five to ten 3.5 locking screws but it would not catch in the recess of any of the screws. Upon inspection, it did not appear that the device¿s tip was damaged at all. During manufacturer¿s investigation of the returned device it was identified that the distal stardrive edges are worn/rounded/stripped. This condition was re-evaluated and determined to be reportable. Concomitant devices reported: 3.5mm locking screw (part # unknown, lot # unknown, quantity 12). This is report 1 of 1 for complaint (B)(4).